Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. The unit had a cracked liquid crystal display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. She stated that she was trying to input some values into the device when it alarmed. The customer's blood glucose was 121 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.